Event description:
Bilateral remove and replace silicone breast implants, status post fall 2007, now with pain in left breast, positive for rupture using MRI, implants discovered to be completely intact upon removal, 100% capsulectomy performed.